Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, when using the arthropierce to pass to through the patient's tendon, the tip fractured. The broken piece was removed. No delay was reported and no further complications were reported.

Manufacturer narrative:
A device deficiency was identified; however, the root cause of the reported event could not be determined since the device was not received for evaluation. The provided product identification information did not match any known release of this part and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image(s) found the complaint device with the tip fractured off from the shaft, and the device's identification information. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.